Manufacturer narrative:
Device evaluated by MFR: the image pc was received in good condition with no visible damage or defects observed. The malware scan was performed on the image pc. No malware was detected on the unit. The returned product was installed into a known good ilab 3.0 lme/lmr system. After the main power switch was turned on the gold system. The gold system booted up properly to the ilab application with no failures observed. The image pc passed functional check. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2014-08337 and 2134265-2014-08346. It was reported that automatic pullback failure occurred. The motor drive unit (mdu) was used in conjunction with an atlantis&#10259;r pro imaging catheter and a sled. When performing pullback, the mdu did not perform automatic pullback. No patient complications was reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2014-08337 and 2134265-2014-08346. It was reported that automatic pullback failure occurred. The motor drive unit (mdu) was used in conjunction with an atlantis¿ sr pro imaging catheter and a sled. When performing pullback, the mdu did not perform automatic pullback. No patient complications was reported.